Manufacturer narrative:
The reported tingling sensation reported by the patient was not confirmed. The lead was returned with a kink in the lead body but without any instrumentation damage on the outer tubing. There was discoloration in the lead body and indications the lead was fully inserted and secured inside the header of the ipg. The lead passed all electrical tests. The root cause of the situation could not be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-32933. It was reported the patient experienced tingling with varying location and intensity. Sensation was felt with therapy on and off. In turn, the system was explanted.